Manufacturer narrative:
Additional information: additional information was provided that the lens went into the eye but then it would not come out of the cartridge. The lens was then disposed of. Further information was provided and clarified that the lens never went into the patient's left eye. The cartridge broke with the lens in it. A new cartridge and new lens was used as a replacement and the new lens was implanted into the patient's left eye. No further information was provided. The following sections have been updated accordingly: section d10: concomitant medical products: cartridge model: unknown lot # unknown section h6: health effect - impact code: 2645 - no patient involvement section h6: device code- 1069 - cartridge damaged section h6: type of investigation: 4115 device discarded device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular intraocular lens (iol) was defective. Through follow up, it was learned that the lens broke and was stuck in the cartridge. The lens is not available as it was implanted in the patient's operative eye. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1: telephone number: (B)(4). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.